Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID 3888-56, lot# v641568, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID 3888-56, lot# v645666, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3487a-56, lot# v601348, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-laminectomy pain reported via the manufacturer¿s representative (rep) the stimulator helped for two years but they were no longer having pain in the same areas the implantable neurostimulator (ins) was originally implanted to help, they were now having pain on the opposite side. Attempts were made to reprogram the device to help relieve the new pain on the opposite side but the issue wasn¿t resolved. It was further reported the wires ¿bothered¿ the consumer,and they along with the extensions were palpable. The consumer also wanted to have an MRI and the entire system was explanted on (B)(6). Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.